Event description:
It was initially reported that the service indicator was illuminated and the device logged an event code. After the initial eval by physio-control, it was observed that the device would start resetting on its own and would not power up completely. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly but was unable to duplicate the reported failure. The conclusive cause of the reported failure could not be determined.